Manufacturer narrative:
Preliminary risk assessment indicates: severity 3 (critical). There has been no mistreatment or injury reported. The complaint behavior may potentially result in a mistreatment (dose to wrong location) for on fraction if the user continues treatment for the current fraction with a jaw deviation of 3 mm. The delivery of dose to wrong location for one fraction with a deviation of 3 mm may potentially result in a moderate injury. Worst case: if the user continues with an incorrect jaw position for several fractions although there is an error message displayed, the mistreatment could cause a severe injury. Probability: b (improbable). The complaint behavior may cause a mistreatment (dose to wrong location) for one fraction. It is very unlikely, that the trained staff ignores the error messages and continues treatment for more than one fraction without taking care of the y-jaw positions. Incorrect y-jaw position will be detected during daily qa or most likely before by using light field. It is also very likely, that an extensive deviation of the jaw position will cause interlocks and thus prevent from treatment. No other products are affected.

Event description:
A potential product issue has been identified with our primus linear accelerator. In the abundance of caution this issue is being reported. Customer found in some cases bad positioning for y1 jaw without any interlock on the console. The y1 jaw was , on average, +/-3 mm out of position. There has been no mistreatment or injury reported and further investigation is required for cause determination and final corrective action.